Event description:
The site reported the following: a patient with a moderately calcified distal superficial femoral artery lesion presented for an atherectomy procedure. The vessel bifurcation was lined with stent and was very sleepy. During the procedure, the physician encountered difficulty when attempting to advance the jetstream catheter over the bifurcation but was able to advance it to the lesion to complete the treatment. When the catheter was removed and inspected, the physician noticed that the tip had migrated to and lodged within the internal iliac artery. The physician determined that this was a non-essential vessel and decided against retrieval attempts.

Manufacturer narrative:
(B)(4). Quality assurance product analysis received and examined the returned jetstream xc-2.1 catheter. Visual examination confirmed that the distal cutter, center section and the 5 cutting blades were missing from the tip of the catheter. Microscopic inspection showed that there was visible damage to the distal portion of the proximal cap as well as excessive wear and scratches on the outer sheath extending to about 6 inches proximal to the tip of the catheter. Also noted was that the outer sheath was torn and damaged and the infusion lumen contained a hole which prevented the lumen from functioning as intended. Product analysis determined that the damage to the catheter was caused by the tortuous anatomy of the patient in combination with torquing, pushing or pulling of the catheter within the stents during the procedure.